Event description:
The reporter obtained a 500 "something" (mg/dl) and 200 "something" (mg/dl) blood glucose comparison on the accu-chek aviva system. The reporter states he obtained an add'l comparison with blood glucose results 400 "something" (mg/dl) and 200 "s0mething" (mg/dl) on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.